Manufacturer narrative:
Additional information h3, h6 and h10. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Three separate delivery accuracy tests were performed and the pump was found to be within manufacturing specifications. There was no evidence of the reported problem found in the event history log. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue.

Event description:
It was reported that a smiths medical pump fails accuracy -9.7%. No adverse patient effects were reported.